Event description:
The customer reported the pump was alarming error 42. One pump was received for evaluation. The customer reported error 42 was confirmed during evaluation. The downstream pressure sensor kit was replaced. The clamp motor was replaced due to excessive noise. Quality control testing was performed and passed. After repair, the device meets specification.

Event description:
The customer reported the pump was alarming error 42.